Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump kept alarming no delivery during basal and bolus. Customer has reverted to back up plan. Customer's blood glucose was 196 mg/dl. Customer had done a complete set change and issues persisted. Cannula was not bent. Reservoir was correct. Manual and fixed prime were correct. Customer is tiny and was recommended to use different infusion set. No further information reported.